Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected when tested. Lead was capped and replaced. Patient condition was good.